Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal cloudy effluent. The breach in aseptic technique was specified as to have occurred ¿during pd procedure¿. The day after event onset, the patient was hospitalized for the event. The patient was treated with an unspecified drug for the event (no further details). Pd therapy was ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.